Event description:
It was reported by the sales rep the fms duo+ pump was pumping the fluid continuously into the shoulder joint during a knee case, causing inflation of the joint. A second tubing set was tried and the same issue occurred. The case was completed successfully using the same unit, since the customer didn't have a replacement unit at the time. There was no apparent consequence to the pt but a test for compartment syndrome was performed due to the over inflation of the joint. This happened again with the same device during a knee procedure which is documented in MDR 1221934-2009-00364. After the 2nd procedure it was deemed prudent to bring the pump in for a performance evaluation and give it a full work over.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.